Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection. A review of the device history record was unable to be performed as the lot/serial number provided was not a valid lot/serial for this device. Based on the results of the investigation, it is likely that the described issue was caused by improper handling of the affected device by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus received a medwatch from the FDA stating that the monopolar cord for olympus short circuited and displayed sparked coming from cord before it detached from plug. Device was pulled out of service. Cord was replaced and put back into service after electrical safety check. There was no injury or harm to the patient reported to olympus. The reported event occurred at the beginning of a turp procedure. The surgeon pressed the pedal to test the machine and they noted a spark from the cord. The cord was switched out and the procedure then continued. When the manager learned of the event the device was pulled out of service to have an electrical safety check done by the user facility's biomedical engineering department. There was no error message noted on the generator. The therapeutic procedure was completed without incident.